Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2 request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced two infusion set bent cannula events on (B)(6) 2026. The insertion site was abdomen. The blood glucose level was 500mg/dl and the patient was treated with correction injection via multiple daily injections (mdi). No further information available.